Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input during an infusion of 0.45 normal saline programmed at 10ml/hr in the pediatrics care area. The customer reported that "the device turned off because the battery didn't hold a charge." It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.